Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000 ml exactamix eva tpn bags leaked at the port site. The leaks were noted after compounding. There was no patient involvement. No additional information is available

Manufacturer narrative:
Two of the five devices were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the bag port weld areas and functional testing verified the reported condition. The cause could not be determined. Three of the samples were not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.